Event description:
The reported customer requested a swap due to paint peeling off (transfer set chamber holder) and the health dept and the board of pharmacy was in the facility and advised they can't have that, as the flakes may get into the tubing during final container attachment. F/u phone call with the reporter: there was no contamination of their pharmaceutical compounds and there were no pt injuries with the event. Device investigation: the device was returned and visually inspected. The reported complaint was confirmed. The resin was coming off of the manifold holder. The manifold holder #401544 was replaced and preventative maintenance on the pump was performed.

Manufacturer narrative:
A supplier corrective action notification (scan) has been issued for the resin coming off of the manifold holder. (B)(4).